Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Same patient, same procedure, different products. Other mfg report number: 1651501-2021-00028. A facility reported a physician was performing a total shoulder replacement (tsa) using titan tss. At the end of the surgery, during implantation of the device, he was informed that the humeral head size he needed to match the patient anatomy was past expiration date (both units available in the set were expired). He made the decision to still use the implant as he saw no other alternative for the patient at that stage of the surgery.

Manufacturer narrative:
The part has not yet been received and photographs were not provided, so the failure could not be confirmed. According to the complaint information, the expired parts were part of a consignment set held by the surgical facility. Insufficient information was provided to identify the consignment set and determine how long it had been in the possession of the surgical facility. As identifying information about the parts and the associated consignment set were not provided, a definitive root cause cannot be determined. As the complaint alleges that the expired parts were associated with a consignment set in the possession of the surgical facility, it is most likely that the parts were originally received by the facility prior to expiring and then subsequently expired while in the possession of the facility. If the part is later returned, this complaint may be reopened and further investigation conducted.

Event description:
N/a.